Manufacturer narrative:
Serial number was updated to (B)(4). It was also updated on the report.

Manufacturer narrative:
Serial number provided was "(B)(6)" same as device model number.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had "alarms." No adverse effects were reported.